Manufacturer narrative:
Complaint allegation was not observed. A review of the CT and amplification of the sample shows true amplification and no abnormalities in the curves were observed. The discrepancy might have occurred due to the sample being tested on a different platform, which may have different sensitivity levels as well as different detection technologies. Furthermore, as a recollection of the sample was performed, the timeframe between the initial collection as well as the recollection might have played a role in the discrepancy. An investigation was performed on the reagent to rule out any contribution to the allegation. (B)(4).

Manufacturer narrative:
Corrected lot reagent number to 10125u and updated the expiration date accordingly. (One sample used 10125u, the other 10301z, reflected in the other MDR 2243471-2021-01446) (B)(4).

Manufacturer narrative:
Corrected lot reagent number and updated expiration date for that lot number. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® analyzer, when compared to other alternatives testing platforms. On (B)(6) 2021 sample (1) generated a positive result for sars-cov-2 on the cobas® liat® (B)(4). A repeat test at a reference lab generated a negative result, upon a confirmation testing at the (B)(6), the result was also negative for sars-cov-2. On (B)(6) 2021 sample (2) generated a positive result for sars-cov-2 on the qiastat-dx analyzer, when tested on the cobas® liat® analyzer sn (B)(4) the result was positive. A repeat test to validate a new cobas® liat® analyzer sn (B)(4) generated a positive result. A second repeat on the qiastat-dx analyzer generated a negative result for sars-cov-2. A new sample was recollected and sent along with the initial sample to the (B)(6) and both samples (the initial sample and the recollection) generated negative results for sars-cov-2 on the pcr abi 7500. The results were released and no harm is alleged. Investigation is ongoing. Per the FDA guidance two mdrs will be filed.